Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with loose motor support disk and missing end cap sticker.

Event description:
The customer reported that the insulin pump was dropped, and the back of the piston popped out. The blood glucose reading was 120mg/dl. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.